Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "fluid was extracted and sent for testing" and "removal from texture to smooth due to the concerns of the product". This record relates to the left side. Device remains implanted.